Manufacturer narrative:
Concomitant medical products: model: 680r30 mitral valve; implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, intermittent oversensing, intermittent undersensing and an impedance warning. The right ventricular (rv) lead exhibited intermittent oversensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.